Manufacturer narrative:
On (B)(6) 2015 initial contact: claims he has only used the toothbrush for two weeks. Claims he tried using the sensitive mode but now teeth are sensitive to anything touching them. On (B)(6) 2015 left a voicemail, sent an email requesting consumer call back. On (B)(6) 2015 phone is now disconnected, sent another email. No address given to send letter to.

Event description:
On (B)(6) 2015 customer claims his toothbrush is wearing the enamel off his teeth and cracked his front left tooth.